Event description:
A ventilator was returned to the manufacturer for service for an alleged "replace detachable battery" alarm that occurred while in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alarm was duplicated through operation checking. The detachable battery was replaced to address the issue. In addition the error code log revealed that a "ventilator service required" alarm had occurred. Therefore, the system pca was replaced to address the issue. Additionally, not related to the malfunction/issue, periodic maintenance 1 was performed. The device underwent, repair test, alarm checking, battery checking, run testing, and cleaning.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service for an alleged "replace detachable battery" alarm that occurred while in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alarm was duplicated through operation checking. The detachable battery was replaced to address the issue. In addition the error code log revealed that a "ventilator service required" alarm had occurred. Therefore, the system pca was replaced to address the issue. Additionally, not related to the malfunction/issue, periodic maintenance 1 was performed. The device underwent, repair test, alarm checking, battery checking, run testing, and cleaning. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.